Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that that one month post implant the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) and electrode complained of pocket inflammation and pain. The area was debrided and the infection appeared localized to the pocket. Two months later the patient was hospitalized due to pain and pocket swelling. A pocket fistula was observed and the patient tested (B)(6) for (B)(6). The entire system was explanted. The late-onset infection occurred due to abrasion of the wound as a result of atopic dermatitis and skin pruritus. The following information was obtained from the report of the 2018 (B)(6) convention regarding to implanted device. (B)(4)? This is a one case of s-ICD pocket inspection from scratching of atopic dermatitis, and idiopathic ventricular fibrillation successfully re-implanted daisuke wakatsuki, asano, mase, masaaki kurata, shimojima, and suzuki